Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer states they are still receiving the alarm after bolus. The customer's blood glucose level was 400mg/dl. Troubleshoot was unable to be conducted due to customer hanging up the line. No further assistance or information provided at this time.